Manufacturer narrative:
Results: the neuron select catheter 5f (5f select) was fractured approximately 124.0 cm from the hub. Evaluation of the fracture revealed no further abnormalities. Conclusions: evaluation of the returned device revealed it was fractured in the distal shaft. This type of damage typically occurs due to improper handling during use. If the select is forcefully handled at an angle during insertion into patient anatomy, damage such as this may occur. The shuttle sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron select catheter 5f (5f select). During the procedure, the 5f select was advanced to the target vessel over a standard glide wire. However, after removing the 5f select from the patient and while performing a fluorescent x-ray, the physician noticed that the 5f select tip had broken off and was left in the patient. The broken 5f select tip was removed from the patient by aspiration using a guiding sheath. The physician restricted the patient's groin and completed the procedure using a new 5f select. It was also reported that the patient had a straight forward anatomy and there was no resistance while advancing or retracting the 5f select. There was no report of an adverse effect to the patient.